Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. Because of inaccurately high cgm values, the patient overtreated with insulin resulting in insulin shock, causing the patient to pass out. The patient passed out 40-60 minutes after dosing insulin. The patient was treated with oral carbohydrates by the sibling. Emergency medical service (ems) were called by the sibling; however, no further intervention was required as the patient had recovered after treatment. At the time of the report, the patient was still feeling unwell after treatment. The cgm was reading high and the blood glucose reading performed by the patient's sibling was 63 mg/dl. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.